Manufacturer narrative:
(B)(4) - shaft break. It should be noted that the physician was aware of the direction for use (dfu) warning indicating that the spinnaker elite flow directed microcatheter is not intended or indicated for use with glue or glue mixtures.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The device was retained; therefore, analysis cannot be performed. Based on review of the information available, the device was not used in accordance with the direction for use (dfu). The dfu indicates "do not use spinnaker flow directed microcatheter with glue or glue mixtures. Use of glue or glue mixtures can cause microcatheter rupture resulting in glue migration, which may cause serious injury, such as stroke, or even death, to the patient." Therefore, a root cause of use/user error will be assigned to this event.

Event description:
It was reported that the catheter was being used with histoacryl to embolize an anteriovenous malformation (avm) located in the carotid artery when it burst. The histoacryl immediately occluded the right ica and collateral vessels, the right hemisphere was being supplied by collateral flow from the left hemisphere. The patient was transferred to a pediatric clinic and is reported to require further neurological treatment.

Event description:
It was reported that the catheter was being used with histoacryl to embolize an anteriovenous malformation (avm) located in the carotid artery when it burst. The histoacryl immediately occluded the right ica and collateral vessels, the right hemisphere was being supplied by collateral flow from the left hemisphere. The patient was transferred to a pediatric clinic and is reported to require further neurological treatment.